Manufacturer narrative:
The device was returned for analysis. The reported needle to cuff miss was not confirmed as the required components were not returned. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The cause of the reported difficulties and the subsequent treatment is related to the circumstances of the procedure. In this case the event is related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment. In this case there likely was an interaction with tissue that created the suture retrieval issue. The partially closed foot is an indication that it is possible the foot was in the access site which could create the tissue interaction. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This was reported as an arteriotomy closure of the right common femoral artery with a prostyle device using an 8f sheath after a carotid artery stenting procedure. Reportedly, a cuff miss occurred as when the plunger was retracted after needle deployment, the suture could not be verified. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.